Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported issue. Performed flow and o2 blending test, and the ventilator failed the o2 blending test at 90% reading 83.8% when passing specifications is 85% to 95%. Performed advanced fio2 tests and testing revealed the solenoid 1 is below the required passing specifications reading 4.71 lpm when passing specifications is 5.79 to 6.01 lpm. Carefusion installed a good known o2 blender to correct the reported issue.

Event description:
It was reported by the customer that the unit's oxygen percentage is out of specification. When set at 100%, the oxygen percentage is 80%. It is unknown at this time if the ventilator was on a patient at the time of this incident.